Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on 13 dec 2019, indicates that the patient present for a lead revision on (B)(6) 2019. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oversensing noted on the right ventricular lead. No resolution was reported, and there were no patient consequences.